Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system implantable pulse generator battery depleted. The controller displayed the "replace generator, end of service" message. Surgical intervention would be necessary to replace the device.